Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. The patient had a six (6) week follow up transesophageal echocardiography (tee) examination which revealed a thrombus on the closure device. It was noted that the patient reported they were not taking their prescribed medication regime. The patient was instructed to take the anticoagulation medication. There were no patient complications reported.

Manufacturer narrative:
Section d1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted.